Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A sample was received to perform an investigation. A visual inspection of the returned warmer found a cracked and leaking tank cover, a worn and faded line cord, a corroded drain fitting, and an outdated printed circuit board (pcb) and power switch. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The leak was found to be coming from the cracked reservoir tank cover. The reported problem was due to overtightening of the tank screws by the user. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped a device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smith medical fluid warming/level 1 hotline low flow systems - hl-90 had internal leak. No patient involvement as event occurred during testing.